Event description:
Boston scientific performed a retrospective data analysis on wolverine using the pinc ai healthcare database from premier. Patients are identified through use of wolverine as identified in charge master billing. Adverse events were identified through the respective cpt/ICD-10 coding. Rates are calculated by dividing the count of a code over the total number of wolverine claims for that year. The procedures were performed from january 2019 through december 2024. These analyses are being performed as a specific activity to assess safety and performance rates associated with the subject device. Wolverine outcomes were assessed against similar/benchmark products. Rates of the adverse events including death, vessel trauma/perforation/dissection, myocardial infarction (mi)/ischemia, infection, cardiac tamponade/pericardial effusion, acute renal failure, organ failure/insufficiency, allergy, bleeding, hematoma, hemorrhage, embolism, respiratory failure, stroke, arrhythmia, shock, thrombosis, hemodynamic compromise and additional intervention are reported. A total of 27095 patients underwent a procedure using wolverine. The following is a summary of those results over 5 years (january 2019 through december 2024): mortality rates for wolverine cases: 426 out of 27095 patients resulting in a rate of 1.57%, compared to the competitor rate of 1.55%-1.76%. The safety rate for mortality falls within the range set by the similar/benchmark products in the analysis. The rates are similar; therefore, the safety goals were met.

Manufacturer narrative:
B3 date of event: data was provided for events recorded january 2019 through december 2024. 01jan2019 selected as the earliest possible date of event and date of death. Data obtained for this study is de-identified before being accessed by boston scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to bsc. Detailed product information was not provided to bsc and no further information is available. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information.